Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer had a blood glucose level of 400 mg/dl, which was treated with the insulin pump. Caller requested assistance with adjusting the insulin pump's basal rates. High blood glucose troubleshooting was declined. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.